Manufacturer narrative:
Section h10: (h3) the broken instrument reported was likely the result of not considering specific performance requirements to capture user needs and design inputs (instrument durability during reprocessing/sterilization as well as force applied over lifetime of device). Due to user needs and dis not being captured, testing was not executed to verify instrument/material durability over the lifetime of the device.

Manufacturer narrative:
H6: corrected the following: medical device problem code, investigation findings, investigation conclusions.

Event description:
As reported, when taking the middle segments apart to remove from trialing, the tip that connects to the proximal segment snapped off. All broken pieces were then retrieved from patient and thrown out. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain x-rays or images. The device is not available for evaluation because piece was thrown out in case.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.